Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02814. It was reported that the patient was experiencing headaches one day after their trial procedure. As a result, the patient received a blood patch on (B)(6) 2019 and the headaches resolved.